Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with the message cannot start pump without latched cassette. Troubleshooting was performed, but the alarm persisted. It appears that the reservoir volume had been reset to 92 ml. The pump was programmed for a continuous infusion rate of 2 ml/hour with a total volume of 92 ml. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Customer complaint of, "cannot start pump without latched cassette", confirmed through, latch/lock test. Replaced, latch/lock sensor. Upon further investigation, found battery door corrosion and dso (downstream occlusion) seal delamination. Replaced dso seal and battery door. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration.